Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The patient's sample (designated as patient 2) was reanalyzed on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and an alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and lower results, within the assay's normal reference range, were generated. The initial elevated access accutni+3 result was not release from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result. Quality control (qc) and system checks were not performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a lithium heparin gel tube and was centrifuged for five (5) minutes at 3800 rpm (revolutions per minute). No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse adjusted the mixer motor speed and replaced multiple hardware components including: the wash valve home sensor, aspirate probes, peristaltic pump tubing, mixer rollers and mixer belt. System check continued to fail after the replacement of these hardware components. The fse then cleaned wash buffer buildup from the wash wheel, replaced the dispense probes and ran a passing system check. After all repairs were completed, verification testing was performed and passed within published performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was due to a malfunction of the system, although no one part can be implicated as the sole contributor in this event. (B)(4).